Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the a21 error test, prime/a33 test, excessive no delivery test and occlusion test or test for motor error alarm due to a33 alarm. Device received with normal operating current. Device passed self test. Device passed off no power test. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. No harm requiring medical intervention was reported. Customer reported several battery alerts. Troubleshooting was performed. The alarm history was reviewed and there were failed battery test alerts. Customer sated that drive support cap was loose and stated that insulin pump was not exposed to high magnetic field. The device will be returned for analysis.